Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced bradycardia. Technical services (ts) was consulted and determined that this device was recently implanted and the patient presented to the emergency room. A right ventricle (rv) threshold test was performed with the output being in normal limits, but no left ventricle (lv) threshold test was performed. The patient was hospitalized to be monitored further. The field representative tested the leads manually in the hospital and increased the lv threshold and requested a chest x ray. No additional adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.